Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the saw attachment device was frozen/would not move, had component damage, the moving parts did not move smoothly, and the device did not function. It was further determined that the device failed pretest for general condition, check for mechanical free movement, check general function in running mode, and check the oscillation frequency with frequency meter. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that the sagittal saw attachment device showed no signs of movement (rotation / oscillation / reciprocity) when the engine was running. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.